Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Operative notes demonstrated that the patient experienced pain and limited range of motion. After physical therapy, the patient was able to walk independently, with full support, no pain. At the end of the sessions, the patient was at 90° flexion, 10° extension and 15° abduction, and the patient was able to dress independently, carry out hygiene and feeding, and was discharged. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent right hip arthroplasty on an unknown date three months ago. Subsequently patient is experiencing pain, limited range of motion and mobility. The patient was prescribed 8 sessions of physical therapy. It was reported that the patient is unable to bend more than 90 degrees.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products: x180310, bi-metric/x por nc 10x130, 781600, 163663, 28mm dia cocr mod hd +3mm nk, 238570, 12-104152, m/h radial 3-hole shell 52mm, 599860.

Manufacturer narrative:
(B)(4). Concomitant medical products; x180310, bi-metric/x por nc 10x130, unk; 163663, 28mm dia cocr mod hd +3mm nk, unk ; 12-104152, m/h radial 3-hole shell 52mm, unk . Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00271. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty on an unknown date three months ago. Subsequently patient is experiencing limited range of motion and mobility. Attempts have been made and additional information on the reported event is unavailable.